Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received two appropriate shocks that failed to convert the arrhythmia.   The device was started up at 19:24:18 on (B)(6) 2022. At 13:09:40 on (B)(6) 2022, an arrhythmia was detected. ECG shows vt @ 210 bpm. The patient received a non-lifevest defibrillation at 13:10:01. The rhythm at the time of the non-lifevest defibrillation was vt @ 210 bpm. Post shock rhythm was a pause transitioning vt @ 120 bpm with CPR. The patient received a non-lifevest defibrillation 10 seconds into the detection sequence. At 13:11:10, an arrhythmia was detected. ECG shows idioventricular rhythm from 10-20 bpm with CPR/motion artifact. At 13:29:51, an arrhythmia was detected. ECG shows vf. The patient received a non-lifevest defibrillation at 13:30:34. The rhythm at the time of the non-lifevest defibrillation was vf with CPR/motion artifact. Post shock rhythm was a pause transitioning to vf. The patient received a non-lifevest defibrillation 10 seconds into the detection sequence. At 13:30:34, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was vf with CPR/motion artifact. At 13:31:16, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact. The post shock rhythm was vf with CPR/motion artifact. The device was shut down at 13:31:20 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.